Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, power on self-test, and a review of the alarm log were performed. The locked channel two pump was identified during power on self-test as an f-38 alarm. This alarm was also identified in the log review. The cause of the condition was inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had the channel two pump locked. There was no patient involvement. No additional information is available.